Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The engineer advised the biomed to search the clinical audio log using the bed label as the search criteria. We will consider the customer resolved the request with the information provided. No further investigation or action is warranted at this time. The customer resolved the request for assistance.

Event description:
It was reported that the customer needed assistance retrieving information from the system following a patient death.